Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
Upon receipt of the device, the user reported that the hematocrit saturation probe failed the pc software test. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no pt involvement during this event.